Event description:
Light fell during procedure. Nurse was able to catch light before hitting the pt. No injuries occurred.

Manufacturer narrative:
Unit was manufactured in 1998 and is part of the recall initiated by manufacturer. End-user was unaware of recall and had not been contacted by distributor. In most cases, the distributor had not contacted the end-user regarding the recall and burton was not granted access to distributor client list. End-user requested and received new extension arm for the light located at their facility. No injuries occurred.